Event description:
Patient reported experiencing elevated blood glucose levels for 9 months. Patient stated in (B)(6) 2013 he experienced a blood glucose level of 750 mg/dl and was unconscious. Patient reported his father called the emergency doctor and he received insulin via infusion. Patient stated afterwards, he was brought by ambulance to the hospital where he received stationary treatment for one week. Patient reported that on (B)(6) 2013 he detected dampness in the cartridge compartment of the infusion device and the cartridge compartment smelled like insulin. Patient stated his blood glucose level was hi; was able to get it under control by himself by administering insulin via the infusion device and pen. Patient's normal blood glucose level was not provided. Patient reported he thinks the infusion device delivers incorrect insulin. Patient stated he changed to a competitor's infusion device last week and since that time his blood glucose level has been okay. On follow up call on (B)(6) 2013 patient complained of dampness in the cartridge compartment and the patient reported he thinks the infusion device didn't deliver insulin correctly. Requested return of the alleged insulin cartridge, infusion set, and infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The cartridge compartment was visually inspected and no dampness could be observed. A wrong cartridge change and the following insulin in the cartridge compartment can lead to dampness or insulin smell. History list: the history memory has 4500 events and the date when the event occurred ((B)(6) 2013) is not in the history anymore. Therefore a significant history analysis is not possible. Consumables: the adapter passed the optical inspection. Infusion set: the two returned used head sets and one used transfer set were visually inspected and tested for flow and tightness. The test results were within specifications. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.